Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced the tecan syringe drive which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) after observing a leak coming from the joint between the syringe and the t-valve in the synchron lxi 725 clinical system. No injury was reported. Per customer, this leak occurred following a recent replacement of the sample syringe drive by service.